Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that pump auxiliary alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint - (B)(4)].